Event description:
The hcp reported that a volume discrepancy was noted at refill. The estimated pump volume was a ccs; the actual residual volume was 10 ccs. The hcp suspects a granuloma at the tip of the catheter due to high drug concentrations. A follow-up report will be sent if additional information becomes available.